Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's mother that the cannula retracted, indicating a needle mechanism failure. She stated that the pink slide moved only halfway forward and the cannula never inserted, but half of the cannula was visible. The patient's blood glucose levels were not affected. The pod was not worn.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was observed to be undamaged. The pod data showed no alarms, timeouts, or drive stalls. The pod deactivated after running 56 pulses, deactivating at the end of second prime. The pod data showed no issues in the first or second prime sequences when the needle would deploy. The needle mechanism assembly showed no damages or deficiencies that would result in the cannula retracting. No problem was found regarding the reported cannula retracted event.